Event description:
A caller reported that a pump malfunction occurred, identified by the malfunction code "malf 1." There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support assisted the caller by providing instructions to reset the pump; however, the pump never turned back on.